Manufacturer narrative:
(B)(4). The reported complaint of "pump powered off unexpectedly" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
The report states "pump powered off unexpectedly during transport". The report further states "an ac3 pump turned off unexpectedly during transport to CT on dayshift. Pump reportedly exchanged by the dayshift team, and the affected ac3 console was sent biomed". No report of patient harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
The report states "pump powered off unexpectedly during transport". The report further states "an ac3 pump turned off unexpectedly during transport to CT on dayshift. Pump reportedly exchanged by the dayshift team, and the affected ac3 console was sent biomed". No report of patient harm or injury.